Manufacturer narrative:
Device was used for treatment, not diagnosis. Once the oscillating/counter clockwise trigger was activated, it resulted in the above mentioned hospital result. The battery was then placed in the office hand piece to confirm that the battery was not working. This test was re-done with an extra battery to confirm the result. This is report 2 of 5 for complaint (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on an unknown date, the hospital experienced issues with a colibri hand piece and two batteries. Reportedly, when the batteries were placed in the hand piece, it would run for a short while and then stop, after which the battery would be flat. A test has been performed at the danish office with two batteries and two hand pieces to try to simulate the occurrence at the hospital. First the battery was placed in the hand piece from the office, and it was confirmed that it was working, both for clockwise, counter clockwise, and oscillating mode. From this point the battery was placed in the hospital hand piece, and it worked with only the speed regulating trigger on.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: the results of the additional evaluation are as follows: our investigation has shown that the colibri (532.001) does not function anymore. This fault was caused by a damaged electronic component in the housing. As a result of the colibri being faulty, all of the batteries were damaged. After the component was changed, the device functioned as required again. Unfortunately, the exact cause of this failure could not be determined. The condition is likely a result of the life expectancy of control mode. The manufacturing documents were reviewed and no complaint related issues were detected. These articles were manufactured according to the specifications.